Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: lot # is unknown as it was not provided. D4: primary UDI #: a partial UDI # was provided as the lot# is unknown.

Event description:
It was reported that this was a venotomy closure of a common femoral vein using the pre-close technique via a 12f sheath prior to a watchman procedure. The suture of a prostyle device was successfully pre-placed. The watchman procedure was completed. Hemostasis was achieved with the prostyle suture. Tissue tract oozing was noted. There was no reported clinically significant delay in the procedure. Reportedly, after the patient was moved to recovery, significant bleeding was noted in the groin and gastrointestinal (gi) area. Manual compression was applied at the access site. The patient was admitted to the hospital. It was noted the gi bleeding was not related to the prostyle devices as the patient has other health issues that contributed to gi bleeding. The patient was treated surgically for the gi bleeding. No additional information was provided.